Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient stated that it seemed like sometimes the implant was getting warm and it seemed a little bit painful. The patient then clarified, "not painful but sensitive," and that it had happened off and on but had been happening recently in the last 2 weeks. Troubleshooting attempted to clarify this more and to get a date for when this began, however the patient did not provide any further clarification. The patient stated it wasn't "overly profound," and that they could feel the "bump" of the implant site, and that they even looked last night, (B)(6) 2022, to see if it was swollen or if there was some kind of discoloration but they didn't detect anything. Patient also noted they sometimes felt like they were able to feel the "wires" through their skin, like they could run their fingers over it when they were in the shower. The patient stated they weren't feeling any sensitivity now. The patient denied having had any traumas or falls to their implant site and stated they did have an eye surgery and they thought the sensitivity in their body had increased since then. The patient stated they had more headaches now as well. Troubleshooting redirected the patient to their managing health care provider (hcp) to discuss their symptoms and to check the implanted system. The patient stated they had just been at their hcp office a month ago for their annual exam and the hcp checked how things were but they hadn't really examined their hip. The patient stated they would reach out to their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called back reporting they are still feeling pain and discomfort at times, especially in certain positions like sitting. Troubleshooting reviewed this may be a sign of overstimulation and recommended patient decrease stimulation to a level that is comfortable in all positions. Patient was also having concerns about the samsung handset battery depleting too rapidly which they had already previously called about. Patient was concerned the samsung battery was draining after a day and thought this would negatively affect their therapy. Troubleshooting reviewed the handset battery level is independent from the ins battery and does not have a direct impact on the therapy. Patient understood and wished to be connected to healthcare it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.